Event description:
Patient reported he was on a motor bike tour in (B)(6) and became very sick early in the morning on (B)(6) 2011. He had nausea and diarrhea, and he vomited. Blood glucose was 483 mg/dl, and he delivered 6 i.e. Via the infusion device. This was not successful in lowering his blood glucose. Blood glucose elevated to 486 mg/dl, and he delivered another 6 i.e. Via the infusion device. Patient was transported to the hospital by ambulance, and blood glucose was 371 mg/dl. Hospital delivered 6 i.e. Of insulin through a hospital infusion device, and blood glucose decreased to 106 mg/dl. Patient received stationary treatment from (B)(6) 2011. Patient restarted his own infusion device on (B)(6) 2011 and his blood glucose is too low. Hospital found patient has problems with his prostate gland. Infusion needle is changed every 2 days and the tube and cartridge are changed every week. Infusion device was not exposed to water. Normal blood glucose is 80-150 mg/dl. Infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.